Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty foreign material was noted. The target lesion was located in the shunt of the left forearm vein. During flushing of a 5.0-4/4t/90 symmetry balloon catheter foreign material was noted on the tip of device. The device was unable to properly flush. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the balloon was folded and wrapped around the shaft of the device. No damage was noted to the shaft of the device. During analysis, a 0.035 inch guidewire was inserted from the distal hub and pushed through the wire lumen exiting out through the tip. A small, irregularly shaped piece of translucent material that was pliable to touch was pushed out when the guidewire exited through the tip. The lumen was flushed without issue and water was noted to be coming from the distal tip of the device as expected. No other issues were noted with the device. The piece of material was sent for ftir analysis and all matches were for silicone based materials with the strongest being a 76% match for polydimethylsiloxane. This compound constitutes 1.923% of the mediglide coating of symmetry devices and does not pose a danger to the patient. Mediglide is pulsed through the catheters in a machine for 1 second during the manufacturing process. This compound is widely found in medical implants, water repellent, lubricant and in antiallergenic creams and lotions (royal society of chemistry, the dictionary of substances and their effects, second edition) and it is highly unlikely that the device came into contact with any of these in the operating room. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty foreign material was noted. The target lesion was located in the shunt of the left forearm vein. During flushing of a 5.0-4/4t/90 symmetry balloon catheter foreign material was noted on the tip of device. The device was unable to properly flush. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).